Event description:
A customer reported a complaint of imprecise sequential readings on their precisi0n xtra blood glucose meter. The customer obtained readings of 1.1 mmol/l and 5.0 mmol/l within a ten minute timeframe. When plotting each reading against the average on a parkes error grid the results fall in the b' and c' zones. The 'c' zone result shows the difference to be clinically significant.